Manufacturer narrative:
Date of event¿ is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost therapy and the ipg was inoperable. Surgical intervention occurred during which the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Additional information: h6 - method code: 4114 was updated to 10. H6 - results code: 3221 was updated to 213. H6 - conclusions code: 4315 was updated to 67. The reported event for ipg inoperable was confirmed. The ipg would not communicate due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. It was unable to determine what caused the battery to deplete.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.